Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with a lot of threshold suspends and the pump was giving 1 unit fill cannula amounts throughout the day. The customer¿s blood glucose level was unknown but low at the time of the incident. The customer stated they do not use fill cannula. The customer stated they change sets every 6 days. Troubleshooting was not completed as there was a delivery anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No unexpected low suspend anomalies noted. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).